Manufacturer narrative:
Tandem technical support attempted to follow up on 3/2/2016, however no further information provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was in the 400 range with large ketones. The contact believed that the bg level was due to the customer's illness. The contact declined troubleshooting with tandem technical support. Reportedly, the contact stated that the infusion set was changed and in contact with the customer's health care provider.

Manufacturer narrative:
(B)(4).